Event description:
Patient's device was checked in clinic and high impedance was observed. Device was last checked around a year ago by neurologist and high impedance was not present at that time. There is no known trauma to the device. Patient underwent generator replacement surgery. After patient was put under but prior to starting surgery, diagnostics was performed and it showed high impedance. The surgeon replaced the generator without troubleshooting possible incomplete pin insertion. After getting the old generator out of the pocket. When the new generator was tested with the old leads all inside the pocket and the diagnostics were all ok. Surgeon said he didn't see any visible issues with the lead when he took it out. Multiple diagnostics were performed with device in pocket and after the surgery was completed and all showed impedance to be in normal limits. Additional relevant information has not been received to date.

Event description:
The pulse generator was explanted/returned due to ¿prophylactic replacement¿. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Information received from patient that at the time of high impedance he felt the lead snap off from the generator. After this occurred he experienced pain in his jaw. No additional relevant information has been received to date.